Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a visit on (B)(6) 2022, a retraction pocket on the left side with debris, possible cholesteatoma, was noted, therefore a CT scan was obtained. A perforation with a foreign body, suspected to be the electrode due to transcanal procedure, was also noted. This was confirmed during the visit on (B)(6) 2022. The explantation surgery has been scheduled.

Event description:
During a visit on (B)(6) 2022, a retraction pocket on the left side with debris, possible cholesteatoma, was noted, therefore a CT scan was obtained. A perforation with a foreign body, suspected to be the electrode due to transcanal procedure, was noted. As per further clarification, it appears that the electrode perforated the tympanic membrane and is in the middle ear space. This was confirmed during the visit on (B)(6) 2022. The explantation surgery has been originally scheduled for (B)(6) 2023. However, the surgery was not performed as planned and is still pending. Per the clinic, the hospital needs to replace their microscope before the surgery can be scheduled. It is considered to proceed with explantation, but there is no plan for re-implantation at this time.

Manufacturer narrative:
Additional information: according to the information received from the field the active electrode extruded through the tympanic membrane into the external ear canal. Reportedly also a cholesteatoma and debris were found, which might have contributed to the observed extrusion. Explantation is considered but no date has been scheduled yet.